Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "fracture of the femoral adapter bolt and taper adapter in a modern rotating platform knee arthroplasty" written by elexis c. Baral, bs, alexander s. Mclawhorn, md, mba, timothy m. Wright, phd, and edwin p. Su, md published by arthroplasty today 3 (2017) 229-233 available online 3 march 2017 was reviewed. The article's purpose was to report on a case of a (B)(6) year old woman who experienced implant fracture of the bolt and adaptor of her tc3 rotating platform knee. She originally had a left primary tka in june of 2009 with unidentified implants. Eights months later she presented with pain and an infection. She then was revised to a depuy press-fit tc3 rotating platform without cement due to concerns of bone cement allergy. The tc3 revision system is intended to be utilized with cement. Article reports that augments were utilized on femur, and stems and sleeves on femoral and tibial components. In november of 2014 (4.5 years post revision tka), she presented after "twisting" her knee and reported experiencing a "sudden popping sound" and subsequently unable to bear weight. Radiographs revealed fracture of distal femoral adaptor was freely floating in the intercondylar region of the joint space. She underwent revision and it was discovered the femoral articulating component was grossly loose as no cement was utilized and therefore explanted. The adaptor bolt was also broken and both the bolt and adaptor was able to be removed. The sleeve was well fixed and left in situ and a hinged femoral component was prepared and press fit into place without taper bolts. Insert was replaced but all other tibial components were well fixed and left in situ.